Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-02104. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient presented at the time of the index procedure with unstable angina. Cardiac catheterization revealed 2 target lesions. The first was a 70-85% stenosed and 48mm long bifurcated lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.75mm. It was noted that this was in stent restenosis of an unspecified stent in the mid lad. It was treated with predilation and placement of a 2.75x38mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The second was a 70% stenosed and 48mm long bifurcated lesion located in the distal lad with a reference vessel diameter of 2.75mm. It was treated with predilation and placement of a 2.75x12mm taxus liberte stent and post dilation resulting in 0% residual stenosis. At this time, the ostium of the diagonal branch was treated with balloon angioplasty resulting in 10% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(4) 2011: the patient presented at a follow up visit with chest pain and dyspnea. Cardiac catheterization revealed 70% in stent restenosis of the lad study stent that was reported to be stent thrombosis. This was treated with a 2.75x28mm veriflex bare metal stent resulting in 0% residual stenosis. The event is reported to be resolved with residual effects, and the patient was discharged 1 day later. It is the opinion of the physician that this event is unrelated to the taxus liberte stents.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that at the time of the event, the patient had an abnormal stress test and was diagnosed as having recurrent angina.